Manufacturer narrative:
The device was returned for analysis. The reported detachment was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot.the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the wire was advanced and with interaction with the anatomy(arm) and/or other devices resulted in the perceived separation. As a result, the guide wire shaping ribbon was bent proximal to the tip ball. The core was not separated as reported. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a ht bmw universal ii guide wire separated in the arm. It was not reported if the separated piece was retrieved or remains in the patient. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Correction: the device originally analyzed was for a different complaint # and has been filed under a separate medwatch report #. Updated with correct device analysis: a visual inspection was performed on the returned guide wire. The reported core separation was confirmed. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported core separation appears to be related to operations circumstances of the procedure. Based on the returned analysis, it is likely that inadvertent mishandling during advancement likely caused the guide wire to kink and ultimately separate on the proximal end of the hypotube. The noted corkscrew tip and stretched coils likely occurred during retraction through the anatomy or packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling. B2: outcomes attributed to ae. H6: patient code 2687 removed. H10: additional mfg narrative.

Event description:
Additional information: the return device analysis revealed that the separated portion of guide wire was returned; therefore confirming nothing remained in the patient. However, it was not reported how the separated portion was retrieved. No additional information was provided.